Manufacturer narrative:
The correction of b5 describe event and problem and h6 investigation findings deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st march, 2024 getinge became aware of an issue with one of surgical lights - volista access 600. It was stated the keypad came off the holder. According to the provided information adhesive strength was too weak. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 1st march, 2024 getinge became aware of an issue with one of surgical lights - volista access 600. It was stated the keypad came off the holder. According to the provided information adhesive strength was too weak. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further clarification from subject matter expert indicated that issue occured in getinge showroom, which is not a medical facility, the device was not being used for patient treatment or diagnosis, moreover, the device was not handed over to the end customer. Based on that additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of parts falling off into sterile field or during procedure, which was initially considered and that this notification does not meet the definition of a customer product complaint and should be treated as internal non-conformity. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none. Initially provided information was pointing to keypad detachment. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by subject matter expert issue occured in getinge showroom, which is not a medical facility. It was determined that the issue investigated herein is not safety and risk related as the device was not being used for patient treatment or diagnosis. Moreover, the device was not handed over to the end customer, which is why this notification does not meet the definition of a customer product complaint and should be treated as internal non-conformity.

Event description:
On 1st march, 2024 getinge became aware of an issue with one of surgical lights - volista access 600. It was stated the keypad came off the holder. According to the provided information adhesive strength was too weak. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further clarification from subject matter expert indicated that issue occured in getinge showroom, which is not a medical facility, the device was not being used for patient treatment or diagnosis, moreover, the device was not handed over to the end customer. Based on that additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of parts falling off into sterile field or during procedure, which was initially considered and that this notification does not meet the definition of a customer product complaint and should be treated as internal non-conformity. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
E1b event site name: (B)(6) center . Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista access 600. It was stated the keypad came off the holder. According to the provided information adhesive strength was too weak. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.